Event description:
It was reported that the patient's right hip was revised due to pain. Surgeon reported the cause of pain to be heterotopic ossification and that there are no allegations against the implants. A head and liner exchange with debridement was performed.

Manufacturer narrative:
Reported event: an event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as device was not retuned. Clinical review: no medical records were received for review with a clinical consultant. Product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: an event regarding pain involving a trident liner was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient medical information was provided. Further information such as more medical documentation, imaging studies, laboratory reports or data are needed. If devices and / or additional information are received, this investigation will be reopened and re-evaluated.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: 6570-0-136, lot 34478705, delta v-40 ceramic head 36/0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to pain. Surgeon reported the cause of pain to be heterotopic ossification and that there are no allegations against the implants. A head and liner exchange with debridement was performed.